Event description:
It was reported that the device tripped the residual current device protected power supply. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue was resolved for the customer by replacing the heater assembly.

Event description:
No new information.